Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the charged coupled device unit cable was broken. Based on the results of the investigation, the probable root cause was component failure, the charged coupled device unit cable was broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the analysis, it was observed that there was no image. It was determined that the charged coupled device unit cable was broken. There were no reports of patient involvement.